Event description:
It was reported that during device implant, the setscrew was unable to be loosened after being tightened down and no friction was able to be obtained on the screw. Further examination noted the setscrew was stripped. Multiple techniques were attempted but were unable to loosen the setscrew. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a missing grommet and a missing set screw.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.